Event description:
Subsequent to the previously filed initial medwatch, additional information was received: vessel access was lost during clip deployment not after vessel locator wing deployment. Thumb advancer advancement was completed but it was difficult to cut toward the end of the device; the tip was deformed.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Clip was fired in subcutaneous tissue, per the instructions for use- the starclose se vascular closure system is designed to deliver a nitinol clip to close femoral artery access sites following percutaneous catheterization procedures. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that the thumb advancer stroke and sheath splitting were complete, the clip was successfully fired off the delivery tubeset and the vessel locator wings were fully collapsed into the tubeset as intended. There were no damages to the sheath to suggest there was resistance or difficulty advancing the thumb advancer. There were no damages observed at the distal end of the device as the sheath was fully slit, tubeset was properly aligned and vessel locator wings were fully collapsed into the tubeset. Therefore, the reported difficulty advancing the thumb advancer and damages at the tip of the device could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar reported information that the device lost arterial access during the clip deployment, and the clip was found deployed in the tissue under the skin, and damage to the tip of the device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a superficial femoral artery stenting interventional procedure. Reportedly, after the vessel locator wings were deployed the device came out of the artery. The clip was deployed in the tissue under the skin. The safety release mechanism was not used to remove the device. The clip was surgically removed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.